Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "device rupture" and "leaked".

Event description:
Patient reported right side "device rupture" confirmed via ultrasound and device has "leaked". The device remains implanted.

Event description:
Patient reported bilateral device rupture, capsular contracture baker grade iii with"it is not yet clear whether I have alcl". This record relates to the right side. The device has been explanted and replaced with non-allergan device..

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, capsular contracture and anxiety-product/procedure reviewed on 28-feb-2023. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to confirm as it is a medical event not related to the device. - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.